Event description:
Consumer alleges her humidifier caught on fire in the living room causing hardwood flooring damages. There was not a report of personal injury with this incident.

Manufacturer narrative:
Establishment registration #: (B)(4). Consumer's failure to properly clean/maintain the humidifier is a violation of the instructions and warnings provided and led to the incident.(B)(4).

Event description:
Consumer alleges her humidifier caught on fire in the living room causing hardwood flooring damages. There was not a report of personal injury with this incident.